Event description:
It was reported that an intravascular ultrasound catheter (ivus) tip broke off in the pt during a percutaneous transluminal coronary angioplasty (ptca) procedure. The physician accessed the left anterior descending artery (lad) by using a guidewire, and guidecatheter via radial approach. The lesion being treated was dilated with a balloon catheter followed by deployment of two stents. The lesion was post dilated with a (unk) balloon catheter, and intravascular ultra sound (ivus) was performed ot confirm dilation of the stents. Upon retrieval of the ivus catheter, the guidewire exit port became stuck on one of the stents causing the distal tip of the ivus catheter to stretch and detached from the body of the catheter. The physician attempted to use a snare to retrieve the tip from the vasculature but was not successful. The pt was transferred to cardiac surgery to remove the tip. The pt was reported to be doing fine post surgery.